Event description:
This message is to be seen only by females due to its content-----I purchased u balanced liners by kotex 40 wrapped liners at acme markets located at (B)(6) I believe sometime in (B)(6) of 2023 upc bar code # (B)(4). I opened them and noticed that these have a chemical plasticky odor on them. Almost all the liners and pads in the american market have a bad odor. Why is so? It was not like that a few years ago when almost none of the liners and the pads had chemical odors. Is anyone inspecting them? All of these pads and liners in contact with our body can cause diseases and infections. When I used these liners they caused me to itch and caused skin irritation and infection. When I stopped using them the signs went away. Why are we not interviewed by people that work in the FDA for the issues that we have for the items that we report? Please do what you can to get to the root of the problem, because just by removing some small batches from the market is not going to solve the problem. Please forward my complaint whenever you can. Please also allow to type the date when the problem occured. Thank you!